Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: the customer reported being notified of a defective device. The customer further reported that they never applied the device because of the notice. Adc customer service was able to reach the customer and they confirmed that the information they received is about the recall products. Based on the information provided, there was no report of serious injury associated with this event.